Event description:
Asku

Manufacturer narrative:
The actual lead was not returned however the performance data from the device the lead was connected to and that was analyzed. The lead impedance trend data shows an abrupt impedance decrease from 42 to 17ohms between (B)(6) 2011, then returns to baseline on (B)(6) 2011. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the defibrillation lead had low impedance measurements in the 40's ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.